Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). While prepping the 3.50x28mm promus element stent, it was noted that the stent had moved on the balloon. The promus element stent was advanced to the rca but was unable to cross the lesion. When the physician attempted to withdraw the device, withdrawal resistance occurred and the stent dislodged from the stent delivery system (sds). The dislodged stent then migrated to the iliac artery. The stent was left where it was located in the iliac artery and the procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent delivery system (sds) was returned without the stent. An examination of the balloon found the stent impression on it and pillowing, indicating that the stent was crimped as per manufacturing process in the correct location during manufacturing. There were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is user error because the device was not used in accordance with the directions for use (dfu). The complaint states that the device was being used in the common femoral artery (cfa). It is noted in the dfu for this device that the maverick2 monorail device is indicated for "balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion." (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). While prepping the 3.50x28mm promus element stent, it was noted that the stent had moved on the balloon. The promus element stent was advanced to the rca but was unable to cross the lesion. When the physician attempted to withdraw the device, withdrawal resistance occurred and the stent dislodged from the stent delivery system (sds). The dislodged stent then migrated to the iliac artery. The stent was left where it was located in the iliac artery and the procedure was completed with a different device. No patient complications were reported with the patient¿s current condition listed as ¿stable¿.

Manufacturer narrative:
(B) (4). (B) (4).